Event description:
A minimum fill notification was reported by the caller. There was no reported impact to the customer's blood glucose level. The caller was instructed to reload the original cartridge, resolving the issue successfully, and was able to resume using the pump for insulin delivery.